Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
Packing a u-haul truck tripped and fell 4 feet. Taken by ambulance to (B)(6). Had dislocation (B)(6) 2015. Went to ER in (B)(6). ER doctor popped it back in.